Event description:
Seventy-three yr old male undergoing cardiac cath. Physician experienced difficulty infecting dye or saline flush through catheter which had been introduced throught left brachial artery. When the physician pulled the catheter back, the sheath buckled. At this point the catheter broke. X-ray showed catheter approx 1 1/2 to 2" from insertion site. Pt was taken to surgery from removal of catheter. On 2nd post-op day, pt is recovering without complications (thus far) from surgery. Two portions of catheter as well as sheath have been retained by hosp.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.